Manufacturer narrative:
Qn#(B)(4). After an additional medical review, a determination was made that report 3003898360-2019-00983 was submitted in err. The report is retracted. Report 3003898360-2019-00983 is retracted.

Event description:
It was reported that a clip got broken at loading before a laparoscopic cholecystectomy. Therefore, a new package was opened instead. The same issue occurred again on the following day; the clip from another cartridge of the same lot got broken at loading. No clip fell/remained in the patient in both cases.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73j1800542 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip got broken at loading before a laparoscopic cholecystectomy. Therefore, a new package was opened instead. The same issue occurred again on the following day; the clip from another cartridge of the same lot got broken at loading. No clip fell/remained in the patient in both cases.